Manufacturer narrative:
H6 - type of investigation 3331 reported in error.

Event description:
Subsequent to the initial MDR, a correction is required. Type of investigation: 3331 reported in error.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.